Manufacturer narrative:
The review of the device history record showed no deviations.

Event description:
Microcracking of pe liner.

Event description:
Microcracking of pe liner.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.